Event description:
It was reported that twenty three (23) exactamix vented, high-volume inlets had particulate matter (pm) contamination. The pm was described as, ¿black and white particles as well as lint and hair in the outer packaging, in the inlet, or on the connectors¿. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.